Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified cartridge issue. Additionally, it was reported that the customer experienced multiple instances of low blood glucose levels in the 40s mg/dl range. Suspected cause was due to customer being a ¿brittle diabetic¿. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.